Manufacturer narrative:
The customer's report that fluid leaked from the tubing was confirmed. Visual inspection of the set revealed no obvious damages or issues. Functional testing and pressure testing resulted in fluid leaking from the engagement between the outlet port of the distal smartsite and the tubing. Further inspection of the engagement revealed that the tubing end was not inserted fully within the smartsite, and insufficient solvent had been applied. Dimensional testing results were within specification. The root cause was identified as insufficient solvent having been applied at the engagement of the tubing.

Event description:
The customer reported that IV fluid was noted leaking from the tubing during use on a patient. The IV tubing was changed and there was no patient harm.